Event description:
During a fenestrated graft implant on a (B)(6) year old male patient, the user pulled out the dilator and the port broke off. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), drawing, and quality control was conducted during the investigation. The product was not returned for evaluation. The lot number is not known and so the device history record was unable to be reviewed. The current documentation for manufacture of the device was reviewed. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information or return of the product, no conclusion regarding the cause of this event can be drawn. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a fenestrated graft implant on a (B)(6) male patient, the user pulled out the dilator and the port broke off. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.